Manufacturer narrative:
H.3., h.6.: overall complaint trend for contact lenses of lotrafilcon a product has been reviewed. The complaint rate was decreased in oct 2019. The complaint rate was below the control limit and no adverse trend was noted. Review on complaint trend of corneal ulcer infectious for the contact lens (lotrafilcon a) product has also been performed. No adverse trend was found. Overall complaint rate is within control limits. There is no sample or no product lot available for this complaint, therefore evaluation on product involved in this complaint could not be performed. No further investigation can be performed at this time since the lot number is unknown. Continuous monitoring of these types of complaints through trending and analysis may indicate future actions. No field action assessment is required for this complaint the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
It was reported that a patient experienced a "contact lens related" ulcer, pseudomonas keratitis. It was mentioned that the condition was still continuing at the time of report. The treatment modality was not provided.